Event description:
Boston scientific received information that during threshold testing, the cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture with a long pause, greater than 2 seconds. The patient was noted with slight dizziness. It was discussed that the clinician may have held the testing button longer than needed. Normal patient follow-up was planned. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.